Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the expert titanium cannulated tibial nail with proximal bend was used in the open reduction internal fixation (orif) for a tibial pseudoarthrosis surgery. After taking the iliac bone and removing the bone cement as part of the masquelet procedure, the surgeon tried to insert the nail. However, the nail touched the anterior bone and made a hole in the middle of the diaphysis. Considering the patient¿s bone shape, the surgeon thought the nail could not be inserted into the bone. Instead, the surgeon used a metaphyseal plate because there was no alternative shorter nail. The surgery was completed successfully with a 30 minutes surgical delay. There was no adverse consequence to the patient. This report is for a 10mm titanium (ti) cannulated tibial nail. This is report 1 of 1 for (B)(4).